Event description:
Patient reported back-to-back blood glucose results of 209 mg/dl, 49 mg/dl on the advantage system. Patient stated that, based on the value of 209 mg/dl, she delivered 3 units of novolog and 12 units of levemir insulin. Patient indicated that, at the time the results were obtained. She was exhibiting symptoms of hypoglycemia. Patient self-treated by drinking orange juice. No injury was reported. Patient did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the advantage system. Technical support requested the return of the suspect product and replacement product was shipped.